Event description:
As reported: during aneurysm embolization, after the correct positioning of the web device, which was previously tested, the web device did not detach. Attempted detachment with the use of 3 different detachers. The device was replaced by another, and the procedure was completed successfully, patient status "great¿. There were no serious adverse events with the patient, and everything went well during the procedure.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged non-detachment issue and event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Manufacturer narrative:
Investigation findings: items returned for evaluation: delivery system (pusher); web implant; introducer. Items not returned for evaluation: dispenser hoop; microcatheter; controller. The web implant was returned still attached to the pusher for analysis and was returned within the introducer. Upon inspection, the web implant was found to be within visual and dimensional specifications (spec: diameter(mm)= 5.0 ± 0.5, height(mm)= 2.0 ± 0.3). The video provided by the customer showed that when they inserted the proximal connector into the controller, red lights appeared. The returned device was tested with an in-house controller and gave red lights, which is consistent with the video provided by the customer. The delivery system resistance was measured to be ol (spec= 66-78), which is out of specification. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, and the heater coil was found to be stretched, which is an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The heater coil did show signs of controller activation with an indication of a melted tether and pet. The heater coil winding damage likely also contributed to the failed continuity and resistance testing. Investigation conclusion: the investigation of the returned web system found the heater coil windings stretched. The heater coil pet was found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure.

Event description:
No additional information was received.